Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reports during a cataract extraction with intraocular lens implant procedure, a system message displayed footswitch error. The surgery was completed by exchanging the footswitch with a greater than 15 minute delay and no patient harm.